Manufacturer narrative:
Internal report # (B)(4) investigation completed and product evaluated with no defect found on returned meter;unable to evaluate test strips,customer returned insufficient samples (1). Most likely underlying root cause of malfunction:user's test strips had a poor fill or user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter memory of 55, 60 and 32 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:55mg/dl, fasting: yes, 2:60mg/dl, fasting: yes, 3:32mg/dl, fasting: yes, 4:101mg/dl, fasting: yes, 5:174mg/dl, fasting: yes. Memory concerns: customer is concerned with results of 55/60/32mg/dl in the meter's memory.